Manufacturer narrative:
The biomedical engineer that the mee-2000a acquisition had an unexpected shut down on (B)(6) 2021. The tech that was performing the emg test reports that the acquisition shut down during the exam. She restarted the acquisition, however, it shut down again. Nihon kohden technical support (tech support) remoted into the acquisition unit. The biomed and tech support looked over the windows system logs and noted multiple errors stating the d disk was corrupt. We then ran a chkdsk, that identified there were errors on this drive. The biomed is requesting a replacement d drive under warranty. Mee-2000a neural function measuring system measures and displays electric / auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2 to provide health care professionals with information to help assess a patient's neurological status. No patient harm was reported.

Event description:
The biomedical engineer that the mee-2000a acquisition had an unexpected shut down on (B)(6) 2021. The tech that was performing the emg test reports that the acquisition shut down during the exam. She restarted the acquisition, however, it shut down again. Nihon kohden technical support (tech support) remoted into the acquisition unit. The biomed and tech support looked over the windows system logs and noted multiple errors stating the d disk was corrupt. We then ran a chkdsk, that identified there were errors on this drive. The biomed is requesting a replacement d drive under warranty. Mee-2000a neural function measuring system measures and displays electric / auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2 to provide health care professionals with information to help assess a patient's neurological status. No patient harm was reported.